Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented remotely via merlin net. The implantable cardiac monitor exhibited under sensing. No intervention and patient¿s condition were reported.